Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was conducted and no non-conformances were raised in association with this type of event for this lot.